Event description:
The patient had recently moved from (B)(6) to (B)(6) and was being seen by a clinic in (B)(6). The patient had been experiencing increased pain since moving to (B)(6). Over the last few refills, the actual reservoir volume (arv) was greater than expected reservoir volume (erv): (B)(6) 2014 - 3.1 erv, 6 arv (B)(6) 2014 - erv 6.3, arv (B)(6) 2014 - erv 2.9, arv (B)(6) 2014 - erv 2.8, arv 6 current discrepancy - erv 2, arv 7.4. The patient was thinking the weather changes and location changes may have contributed to the volume discrepancies. A catheter dye study was being done on the date of this report. An MRI was going to be done to rule out a granuloma and to look for partial occlusion of the catheter possibly due to spinal anatomy issues. The device system was delivering fentanyl. The results from the dye study and MRI, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
As of the date of this report, the patient was still having concerns with his device or therapy, but was working with his doctor. The patient had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot # d07347, implanted: (B)(6) 2011, product type accessory. (B)(4).